Event description:
A patient underwent a venovo stent placement surgery one year ago, the device allegedly had a separation of one of the peak to valley connections. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray image demonstrates stent fracture close to an overlapping section to another stent. A manufacturing related issue could not be found. In this case only limited information was provided. Based on the investigation of the provided information, the investigation is closed as confirmed for stent strut fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) describes holding and handling of the system throughout the procedure, in particular the IFU state: 'confirm that the introducer sheath is secure and will not move during deployment. (...) Do not hold or touch the dark moving sheath during stent release.' Under required materials the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm ¿ 9f introducer for a stent diameter of 14 mm ¿ 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm ¿ 0.035 inch diameter guidewire'. Regarding pta the IFU states: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' The IFU further state: 'if a long lesion needs to be stented consider using the longest available stent rather than overlapping stents.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a venovo stent placement surgery one year ago, the device allegedly had a separation of one of the peak to valley connections. There was no reported patient injury.